Manufacturer narrative:
B7: added medical history. H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/??: [missing records: records for right inguinal hernia repair were not provided.] On (B)(6) 2008: (B)(6) hospital. (B)(6) , md. Procedure report. Procedure: colonoscopy. Indications: screening for malignant neoplasm. Impression: diverticulosis. Two polyps resected and retrieved. Internal hemorrhoids. On (B)(6) 2008: [facility ni]. (B)(6) , md. Office visit. 42-year-old presents with abdominal pain. History: referred for evaluation of an abdominal ventral hernia. He was on diet pills and he developed some crampy abdominal pain at the same time he noticed a prominent ventral abdominal hernia bulge. He was able to reduce the hernia. He has had some swelling and constipation after reducing the hernia that is better. He denies angina and he is active. He had some chest pain in 1999 and cath ok at that time. Surgical history: hernia repair, right inguinal. Abdomen exam: ventral hernia present; above the umbilicus and 3 finger breadths wide with reducible contents; moderate obesity. Assessment: generalized abdominal pain. Plan: laparoscopic. Long discussion about risks, benefits and alternatives to surgical repair. I explained the details of surgical repair including open versus laparoscopic repair with mesh. I explained to patient the goal of reinforcing the abdominal wall to prevent herniation. I explained the risks include but are not limited to bleeding, infection of the mesh which can require further surgery to remove the mesh, bowel injury and hernia recurrence. Patient voices understanding and wishes to proceed. On (B)(6) 2008: (B)(6) hospital. (B)(6) , crna. Preanesthetic evaluation. Ht.: 6¿0, wt.: 278. Previous smoker; quit 1999. Past surgical history: 1977: hernia. Asa: 2. On (B)(6) 2008: (B)(6) hospital. (B)(6) , md. Operative report. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: same. Procedure: laparoscopic ventral hernia repair with mesh. Complications: none. Anesthesia: general. Indication: the patient has a 5 x 5 cm fascial defect in the midline of the abdominal wall. There is a small amount of omentum that has herniated through the defect. The remainder of the abdomen is covered with omentum. What was seen of the liver and transverse colon appeared normal. Details of procedure: ¿the patient was brought to the operating room and placed on the operating table in the supine position. General anesthesia was administered per anesthesiology. Following adequate anesthesia the patient's abdomen was prepped and draped in the usual sterile fashion. Ioban was applied to the abdominal wall. In the left subcostal location a 1.5 cm incision was made and the opti-view was utilized to enter into the peritoneal cavity with ease. The abdominal cavity was insufflated to 12 mmhg carbon dioxide pressure. Straight scope was introduced and the abdominal cavity was visualized with findings as above. Two separate left-sided 5 mm trocars were placed under direct visualization. The omentum was then taken down from the hernia defect. The outer borders of the defect were marked with a marking pen on the abdominal wall ioban. The abdomen was deflated and it was measured to be a 5 x 5 cm defect. I changed gloves. I chose a 15 x 19 cm sheet of dual gore-tex mesh. I cut it to 13 x 13 cm. I oriented it on the anterior abdominal wall and marked it accordingly. I marked the four corners and secured ethibond sutures at the four corners. The mesh was rolled and introduced into the peritoneal cavity through the 10 mm trocar. The gore suture passer was then used to secure the mesh corner sutures to the anterior abdominal wall muscle and fascia at the previously designed sites. The protac device was used to secure the mesh to the peritoneum at 1 cm intervals circumferentially. I then placed ethibond sutures at 4 cm intervals circumferentially around the mesh using the gore suture passer . The mesh laid nicely. There was no redundancy to the mesh. The abdomen was hemostatic. I used the wolf closure device and a 0 vicryl suture to approximate the muscle and fascia at the camera trocar site. I assured the omentum was interposed between the mesh and the intestines. I then removed the remaining 5 mm trocars and assured no bleeding from the trocar sites. The abdomen was deflated and the wounds were hemostatic. They were closed with 4-0 vicryl. Steri-strips were applied. Dermabond skin glue was used to close the gore suture passer sites. Total estimated blood loss was less than 10 cc. All needle. Sponge. And instrument counts were reportedly accurate prior to closing. The patient was awakened and taken from the operating room to recovery in stable condition.¿ on (B)(6) 2008: (B)(6) hospital. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code: 05505847. W.l. Gore & associates. Expiration date: 2010-09. Size: 15 x 19. #used: 1. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/05505847) was implanted during the procedure. On (B)(6) 2008: (B)(6) hospital. (B)(6) , rn. Discharge instructions. Follow up july 1. Wear abdominal binder. Avoid pushing or pulling motions that could create stress on incision. Remove dressing wednesday, then may shower. Prescription for lortab. On (B)(6) 2008: (B)(6) hospital. (B)(6) , md. Discharge summary. Admit date: (B)(6) 2008. Admit diagnosis: status post ventral hernia repair. Discharge diagnosis: same. Procedure: laparoscopic ventral hernia repair with mesh. Hospital course: underwent laparoscopic ventral hernia repair on (B)(6) 2008. Postoperatively he was doing well except he was unable to void. Catheter placed and he was kept overnight. Catheter was removed and he subsequently voided well. Remained hemodynamically stable and breathing well. Abdomen remained appropriate. Good candidate for discharged on (B)(6) 2008. Given written and verbal instructions as well as prescription for pain [sic] prior to discharge. On (B)(6) 2008: (B)(6) hospital. (B)(6) , md. History and physical. He had a laparoscopic ventral hernia repair monday and was doing ok until he developed nausea, vomiting with crampy abdominal pain; had some diarrhea as well. Also noted some redness at the abdominal repair site beginning yesterday. Plan: nausea, erythema abdominal wall: observation, IV fluid, antiemetics, antibiotics and labs. On (B)(6) 2008: (B)(6) hospital. (B)(6) . Radiology ¿ abdominal x-ray. History: nausea/vomiting/post op pain. Impression: abnormal distention of small bowel loops with multiple air-fluid levels. Appearance suggests this is a small bowel obstruction. On (B)(6) 2008: (B)(6) hospital. (B)(6) . Radiology ¿ abdominal x-ray. Clinical information: small bowel obstruction, post op. Impression: persistent small bowel dilatation, minimally improved. Findings more suggestive of resolving prolonged postoperative ileus. On (B)(6) 2008: (B)(6) hospital. Medication administration record. Enoxaparin 40 mg daily administered. On (B)(6) 2008: (B)(6) hospital. (B)(6) . Radiology ¿ abdominal x-ray. Indication: follow up small bowel obstruction, post-operative pain. Impression: improving bowel gas pattern. On (B)(6) 2008: (B)(6) hospital. (B)(6) , md. Discharge summary. Admit date: (B)(6) 2008. Admitting diagnosis: status post laparoscopic ventral hernia repair with postoperative ileus. Discharge diagnosis: same. Hospital course: nausea and vomiting on day of admission; accompanied by some crappy [sic] abdominal discomfort. Placed on IV fluids and antiemetics. White blood cell count was 10,000. Had some mild erythema near his hernia site and was started on vancomycin and zosyn. Over next few days, erythema resolved. Nausea and vomiting resolved. Abdominal x-ray initially showed concern for ileus versus small bowel obstruction improved as he did clinically. On (B)(6) 2008, he was ambulating, voiding, tolerating regular diet and having regular bowel movements. No signs of infection. Discharged home on bactrim. Follow up with dr. (B)(6) . On (B)(6) 2010: (B)(6) . (B)(6) , md. Procedure report. Procedure: colonoscopy. Indications: follow up history of adenomatous polyps in the colon. Impression: diverticulosis sigmoid colon and descending colon. One polyp in sigmoid colon, resected and retrieved. On (B)(6) 2010-(B)(6) 2019: [missing records: records between (B)(6) 2010 and (B)(6) 2019 were not provided.] On (B)(6) 2019: (B)(6) hospital. (B)(6) jr., md; (B)(6) , md. History and physical. Chief complaint: strangulated ventral hernia. History: umbilical hernia, status post 2008 laparoscopic repair with mesh, and testosterone use. He said a few years ago, after his index hernia repair, he noticed a recurrence with a small, firm know in that area above his umbilicus. Had never been painful or caused any problems. Was in his usual state of health when, 2 days ago, this area became much more painful. Over the past 36 hours, pain has increased and skin overlying the area has become red. Imaging: CT with fat containing ventral hernia (recurrence cephalad to mesh) with stranding. Midbody of appendix is dilated 12 mm, but no surrounding stranding and tip is gas-filled. Abdomen exam: soft, tender with firm mass cephalad to umbilicus. Surrounding erythema. Irreducible. Impression/plan: strangulated ventral hernia; recurrence cephalad to prior mesh repair. Operating room for repair, possible mesh explant. Discussed the likelihood of recurrence with the likely primary repair of this defect and that he could require an additional operation in the future. On (B)(6) 2019: [missing records: records for the CT scan that showed fat containing ventral hernia (recurrence cephalad to mesh) with stranding was not provided.] On (B)(6) 2019: (B)(6) hospital. (B)(6) , md. Operative report. Assistant: (B)(6) , md. Preoperative diagnosis: incarcerated ventral hernia. Postoperative diagnosis: incarcerated ventral hernia. Procedure performed: 1) exploratory laparotomy. 2) reduction of hernia. 3) removal of previous mesh. 4) hernia repair with mesh. Indications for procedure: the patient is a 53-year-old male with complaints of acute incarceration of a previous ventral hernia. Of note, the patient previously had a surgery and on CT scan he clearly had unincorporated mesh with omental fat herniating over this and into the hernia defect again. Due to the concern for strangulation of the omentum that was within the hernia defect, he was taken to the operating room for exploration. Description of procedure: ¿the patient was brought to the operating room and placed in supine position. After induction of general endotracheal anesthesia, the patient was prepped and draped in usual sterile fashion. He was given appropriate preoperative antibiotics. Universal timeout was performed. A midline incision was made and carried through the skin with a knife and subcutaneous tissue with bovie cautery. Upon further dissection, he was noted to have three discrete hernia defects along his upper midline. These were all carefully dissected free and we exposed the fascia. We conjoined the two lower fascial defects and reduced both of these hernias and resected the necrotic omental fat that had been through the lowest hernia defect. We then noted his previous hernia mesh which was not attached or incorporated along the superior aspect. Therefore, we proceeded with mesh excision. After carefully dissecting away the intra-abdominal adhesive attachments with the omentum and small bowel, we were ultimately able to remove a previous piece of mesh as well as several metal tacks. This was passed off the field as a specimen. We then noted he was able to be brought back together primarily with very little tension. Therefore, we elected to close the hernia defect primarily with 0 prolenes. However, upon lightening of anesthesia when the patient began to cough, several of these prolenes broke. Therefore, we elected to proceed with hernia repair with mesh. We chose a piece of 8 cm round mesh and placed this within the hernia defect. We then sutured the tails into place in the four cardinal positions. After this, we placed interspersed #1 prolenes until we could not pass a finger between any of our sutures. We noted good apposition of the mesh to the abdominal wall and then proceeded to tie all of our prolenes down. After this, we closed his fascia over the mesh again with #1 prolenes and closed some of our deep dermal with 3-0 vicryls followed by closing of the skin with staples. After this, the patient was awakened from anesthesia and returned to the pacu for further resuscitation. On (B)(6) 2019: (B)(6) hospital. (B)(6) , md. Pathology report. Accession #: (B)(4). Diagnosis: abdominal wall mesh, removal: foreign material consistent with abdominal wall mesh (gross examination only). Adherent soft tissue with mild chronic inflammation. Clinical information: ventral hernia. Gross description: the specimen is received within formalin in a single container labeled with the patient's name, medical record number, and "abdominal wall mesh". Received is a 13.0 x 7.5 x 0.2 cm portion of synthetic material with attached tan pink fibrous tissue and yellow adipose tissue. Representative sections of the soft tissue are submitted. On (B)(6) 2019: (B)(6) hospital. (B)(6) , md; (B)(6) , md. Discharge summary. Admitting/primary discharge diagnosis: strangulated ventral hernia. Hospital course: admitted, underwent above procedure. Postoperatively transferred to post-anesthesia care unit in stable condition, then transferred to floor. Upon arrival to floor, patient given pain meds, anti-emetics, IV fluids for resuscitation and allowed to recover. Diet advanced as tolerated. On post op day 2, tolerating regular diet, pain controlled with oral meds, ambulating, voiding and deemed stable for discharge home. Discharge instructions: given to patient verbal and written discharge instructions (activity level, diet, follow up, medications, symptoms worsening, weigh monitoring. Prescription for docusate and oxycodone. Follow up russell clinic in 2-3 weeks. On (B)(6) 2019: [missing records: follow up visit to russell clinic was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect h6: updated investigation finding h6: updated investigation conclusions h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane the investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05505847. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2008, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2019, an additional procedure occurred whereby the gore device was explanted. The complaint alleges that "he underwent open surgery on (B)(6) 2019 to remove and replace the defective gore dual mesh." It was reported the patient alleges the following injuries: "recurrence and bowel strangulation secondary to the mesh failing to adhere and allowing omentum to herniate into the defect." "Contraction." Additional event specific information was not provided.